Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Reportedly, the specific reason for the extraction was vegetation. There were no additional adverse patient effects reported. The crt-d was explanted.